Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a spaceoar was implanted on (B)(6) 2024. The initial echo findings partially confirmed the presence of hydrogel at the intended placement site. Further investigation using magnetic resonance imaging (MRI) imaging at the beginning of the following week revealed a hydrogel distribution, but it was not entirely as expected. While some hydrogel was detected in the fatty layer between the rectum and prostate, high-intensity echo findings suggested that hydrogel may also be present in the venous plexus and seminal vesicles surrounding the prostate gland. Despite the unexpected distribution of hydrogel, the patient did not exhibit any symptoms after the device placement. As a result, the patient was cleared for discharge from the hospital, and radiation therapy will proceed as planned.